Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) which was that there were two large scratches on the surface of the monitor of the subject device, omsc surmised there was the possibility this phenomenon was attributed to the damages due to the external impact being applied to the subject device such as the accidentally hitting a solid object. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the touch panel function of the subject device could not work at the preparation of the unspecified procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) se & co. Kg found the damages which were two large scratches on the surface of the monitor of the subject device. When it turn on the subject device, the image was displayed but the touchscreen function was not working or worked unstable. There was no patient injury associated with this report.